Event description:
It was reported that the physician experienced communication difficulties when attempting to interrogate a patient's generator. Troubleshooting was completed at the time of the appointment, but did not succeed. Following the initial appointment, the usb to db9 white serial adapter cable was identified as the suspect component. It was replaced with a new cable, and the patient's generator was interrogated with no further issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. No additional pertinent information has been received to date.